Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, a broken shell and missing shell (75-100%). A visual and microscopic analysis was performed which identified: striated broken on patch. Base on the device analysis the final assessment is: a striated broken assessed as surgical damage likely consistent in the use of some surgical tool. A missing shell is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "something suspicious on yearly mammogram.¿ healthcare professional reported "exchange due to patient¿s concern with the product" and "right side rupture". Device has been explanted.